Event description:
On (B)(6) 2019, a patient received a perceval pvs23 in aortic position. The device was explanted intraoperatively and replaced with a magna ease size 21. Per additional information received, the perceval valve was initially oversized. When weaning from bypass, a perivalvular leak was noted and a stent folding was identified. The surgeon explanted the device and decided to continue the procedure with a sewed valve. No perceived issue with the explanted pvs23 was reported. A good outcome for the patient is reported, who was discharged home and doing well.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1209, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1209) perceval heart valve at the time of manufacture and release. Since the device was discarded, no further investigation is possible at this time. Based on the available information, the root cause of the reported event can be reasonably traced to an initial oversizing of the perceval valve as also confirmed from the information reported from the field, which is in line with livanova clinical experience. Should additional information be provided on this event, a follow-up report will be submitted.

Event description:
On (B)(6) 2019, a patient received a perceval pvs23 in aortic position. The device was explanted intraoperatively and replaced with a magna ease size 21. No other information on the reason for the explant is presently available.